Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced one infusion set cannula crimped event. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were around 240 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.